Manufacturer narrative:
The field service engineer ran performance testing and all results passed. Tubing and probe seals were checked. All adjustments were verified and were okay. The liquid level detection sensor and pressure sensor were ok. UDI number = (B)(4).

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys estradiol iii assay on a cobas e 411 immunoassay analyzer. The sample initially resulted in an estradiol value of < 5.00 pg/ml and this value was reported outside of the laboratory to the physician. The result was questioned by the physician, so the sample was repeated, resulting in a value of 704.1 pg/ml. The repeat result was believed to be correct. The estradiol reagent lot number was 503901, with an expiration date of october 2021.

Manufacturer narrative:
There were no alarms on the last calibration performed on (B)(6) 2021. Calibration signals were slightly higher than expected. Upon review of the alarm trace, no relevant alarms were observed. The investigation could not identify a product problem. The cause of the event could not be determined.